Manufacturer narrative:
(B)(4). Concomitant medical products: 00801802802 versys femoral head 625076833, 00801102020 allen plug 62399628, rm 4901 000 5 competitor cup 1301148a, rm 5110 003 5 competitor liner 1310177a. Event reported by (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the location of the product is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2018-00775.

Event description:
It was reported that a patient underwent a total primary left hip replacement. Subsequently the patient expired approximately a month post operative due to unknown reasons. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.